Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a percutaneous transluminal angioplasty procedure a pacific plus was used for treatment of a 250mm calcified/fibrous/plaque lesion in the mid left superficial femoral artery with 80% stenosis. The artery was 6mm in diameter with moderate calcification and tortuosity. A non-medtronic inflation device was used. It was reported a balloon twist and a rewrap issue were noted. The procedure was completed using the non-twisted part of the balloon, followed by the use of a chocolate balloon. The device had passed through a previously deployed stent, no resistance was noted during advancement and no excessive force was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two photos was received from the account. The photos appears to show deformation on a pacific plus balloon. Product analysis: the device was returned with evidence of a twist on the balloon beside the centre markerbands. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer. An indeflator was used to inflate the balloon to its nominal pressure of 8atms and twist disappeared. The balloon was then inflated to its rated burst pressure (rbp) of 14atms and no evidence of twist. The balloon was then deflated and no evidence of a twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.